Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Service and repair evaluation: the customer reported the device was broken. The repair technician reported instrument was disassembled. Adjustment needed is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on 20-mar-2020 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 351.16j, lot: 9253479, manufacturing site: (B)(4), release to warehouse date: 18.dec.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the back up device was used to complete the procedure.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a total hip replacement, the flexible reamer shaft adaptor broke off. The procedure was completed successfully without surgical delay. There was no patient consequence reported. This report is for one (1) flexible shaft connector for use with jacobs chuck. This is report 1 of 1 for (B)(4).